Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2013. Later the patient experienced abdominal pain, urinary tract infection, pelvic pain/pressure, vaginal pressure, pain between inner leg and hip, exposed mesh, vaginal discharge, irritation, frequency, mixed, urge and stress incontinence. A transvaginal sling removal of the exposed mesh was performed on (B)(6) 2013. A competitor's product was implanted for on going symptomatic mixed urinary incontinence on (B)(6) 2013.